Event description:
A patient reported they were having to guess at insulin doses. Their meter allededly was inaccurately low due to segments missing. There were no results reported on their meter. There were no other results reported from other sources and no comparisons. Not treated. No further information has been reported.